Event description:
It was reported that implantable cardioverter defibrillator (ICD) went into eri within one year of implant. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The device voltage was at end of life (eol) level upon receipt. Analysis of device image indicated the device was within normal range of operation. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Further analysis performed during bench testing found no anomaly.